Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Additionally, the pump time was incorrect, cause was unknown. Customer¿s blood glucose value was between 289-306 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue and continued to use the pump for insulin therapy.